Manufacturer narrative:
Corrected data: h6. Photo analysis visual analysis of the photographs identified: ¿ deflation: not is possible observe the opening.

Event description:
Healthcare professional reported a right side "rupture" of a saline device. Device was explanted and replaced.

Event description:
Healthcare professional reported a right side "rupture" of a saline device. Device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "rupture" of saline device aka deflation.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a2, b1, b5, d4, d6a, e1, h4, h6.

Event description:
Healthcare professional reported a right side "deflation." Device was explanted and replaced.